Event description:
Groshong central venous catheter in place. Tubing broke above "v" line. Patch kit obtained and tubing repaired. This is the second device to break within two (2) days.

Event description:
Groshong central venous catheter in place. Tubing broke above "v" line. Patch kit obtained and tubing repaired. This is the second device to break within two (2) days.